Event description:
Patient was scheduled to have an indigo prostatectomy, but the indigo optima laser malfunctioned and would not turn on. The machine had been tested by the biomedical engineer prior to its use and it was determined to be functioning.